Manufacturer narrative:
(B)(4). Concomitant medical products: 124456, exceed abt 3hl shell 44/56mm, 3339031, 650-0795, biolox delta lnr 36mm 54-56mm, 3367972, 51-107160, tprlc 133 mp type1 pps ho 16.0, 3424478. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the patient underwent a right total hip arthroplasty. Six months post-operatively, it was reported that the patient needed support from a cane most of the time for walking maximum distance, had extreme difficulty washing and drying, had moderate trouble getting in or out of car, had moderate difficulty putting on socks, had moderate difficulty shopping, limping, and pain totally interfered with usual work. Attempts have been made and additional information on the reported event is unavailable.